Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. Customer's blood glucose level was unknown. Customer stated that they were having on going issue with air bubbles in tubing. Customer was assisted with multiple troubleshooting for air bubble anomaly. Customer declined the troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.